Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, thrombosis, add'l non-surgical treatment, and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Adverse event: thrombosis. Onset of adverse event: post procedure. Device issue: none. It was reported that on (B) (6)2010, the pt presented with unstable angina. A 2.5 x 28 mm xience v stent was implanted in the proximal left anterior descending (lad) and a 2.5 x 28 mm xience v was implanted in the 1st diagonal branch. On (B) (6)2010, the pt complained of chest pain. Angiography revealed sub acute in-stent in the lad. Balloon angioplasty was performed to treat the thrombosis. No adverse pt sequela was reported. Though requested, add'l info was not provided.